Manufacturer narrative:
Establishment registration #: (B)(4). Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges using her heating pad while sleeping then awoke to burns on her left upper thigh and buttocks areas. There was not a report of property damage with this incident.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using her heating pad while sleeping then awoke to burns on her left upper thigh and buttocks areas. There was not a report of property damage with this incident.